Event description:
It was reported that on (B)(6) 2012 the pocket was open and the physician observed that the setscrew was not tight. The setscrew was tighten. The device resumed normal functions.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.